Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: an incomplete bolus alert occurs when "you started a bolus request but did not complete the request within 90 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to deliver a bolus while receiving an incomplete bolus alert. Reportedly, the customer was unsure why the bolus was unable to be delivered. The customer reported a blood glucose (bg) level of 280 mg/dl for these events and the bg level was addressed with a manual injection. Additionally, it was reported that the customer experienced an elevated bg level of 388 mg/dl and the customer was unsure of the cause of the bg level. A bolus via the pump was delivered to address this bg level. Reportedly, the customer loaded a new cartridge to address the event. A follow up with the customer confirmed that the bg level lowered to 277 mg/dl.